Event description:
It was reported that it was not possible to interrogate the device with 3 different programmers. The patient had felt a twitch recently. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No communication could be established between the device and the programmer upon receipt. A longevity analysis confirmed premature battery depletion. The device was tested on the bench and using automated test equipment and no anomaly was observed. The original battery was sent to the vendor for further evaluation and no battery anomalies were detected. The cause of the battery depletion was not determined.